Manufacturer narrative:
Zoll has not yet received the zoll platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that multiple user advisory (ua) 19 (load force too high) error messages were observed on the autopulse platform (sn (B)(4)) during shift check while using a light resuscitation text fixture. It was further reported that the ua 19 error messages were not able to be cleared and reoccurred even after the platform had been restarted. No patient involved with this event. No other information was provided.

Manufacturer narrative:
The evaluation found no device deficiency or error message during functional testing of the autopulse platform (sn (B)(4)). The report of user advisory (ua) 19 (max applied load exceeded) error message was unable to be reproduced. The platform passed the load characterization check and functioned within the specification. The platform was subjected to a run-in test using a good known reference autopulse battery, and operated with continuous compression using a light resuscitation test fixture without any issue observed. Review of the archive data retrieved from the platform indicated that user advisory (ua) 19 (max applied load exceeded) error message and user advisory (ua) 2 (compression tracking error) error messages were observed prior to the reported event date. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua 2 and ua 19 error message observed in the archive data are easily clearable by the user. Per the autopulse user guide instructions, the error messages can be cleared by using a fully charged autopulse battery and restarting the platform. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).